Event description:
It was reported that the patient had presented severe increased seizures with an uncontrollable status episode which led to her hospitalization for 1-2 weeks. The patient requested an increase of her duty cycle after the hospitalization. It was reported that the patient presented increased seizures after the increase of her duty cycle from on time ¿ 30 sec / off time ¿ 5 min to on time ¿ 30 sec / off time ¿ 3 and that the patient asked then to go back to the previous settings.

Manufacturer narrative:
Date of implant; corrected data: the previously submitted MDR inadvertently did not indicate the date of implant of the device.